Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of foreign material was insufficient reprocessing. Deviations were confirmed in the reprocessing procedure for the forceps channel. What the material was could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was leakage due to a pinhole in the forceps channel causing a loss in water tightness. Upon further inspection it was observed that foreign objects were coming out of the distal end due to clogging of the channel. This finding was due to insufficient cleaning or a handling issue. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a crack. It was also observed that the ultrasonic transducer had corrosion due to handling issue. It was observed that the distal end had a stain, and the universal cord had a dent. It was observed that the paint of the air and water cylinder was peeling due to deterioration caused during reprocessing or handling. Lastly, scratches were observed on the following unit components due to handling: image guide protector, objective lens and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. During the precleaning process, it was observed that the customer suctions the balloon tube with the balloon attached. The customer has been informed of the importance of removing the balloon prior to suctioning the forceps channel. The customer submerges the endoscope in cleaning fluid. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had air and water leakage from the channel. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation it was observed that foreign object was coming out of the forceps channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.